Event description:
Pt reported experiencing extremely low blood glucose (30 mg/dl.) Pt indicated that she passed out and was seizing. Pt stated that paramedics were contacted and she was given glucagon. Glucose tablets, and orange juice. Pt indicated that the device caused the low blood glucose.